Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) occurred during use was confirmed. Label review was performed and the review found the labeling adequate for the user error in the complaint. Baxter has completed a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). Baxter will continue to monitor product lines for trends and will take corrective/preventive action as appropriate.

Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction, therefore, the sample was not requested and a batch review will not be performed.

Event description:
The customer contacted baxter's technical service center (tsc) regarding a system error (se) 2240 (air in line ) alarm which occurred on the homechoice (hc) during use during dwell. The home patient (hp) had disconnected during dwell and did not return until after hc moved to drain which caused the se 2240. The hp reconnected after the error occurred. The baxter technical service representative (tsr) had the home patient (hp) disconnect using the aseptic technique. The tsr had the home patient (hp) cycle power to clear se 2240. The tsr reviewed proper disconnect procedures with the hp. The alarm was cleared. The hp would start over with new supplies. The hp would notify the peritoneal dialysis registered nurse (pdrn). There was patient involvement. Product surveillance contacted the home patient (hp) on (B)(6) 2011 regarding the system error 2240 alarm. The home patient (hp) stated that the issue was resolved by starting over with new supplies. The hp confirmed that she had disconnected during dwell and did not press stop. The hp reconnected after drain had started. The hp verified that there were no loose connections, disconnections or defects on the supplies. Per hp, she did not receive any injury or medical intervention as a result of this incident. The hp stated that she is doing fine and continuing therapy without issues. The hp stated that she had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No further information was provided.